Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged visualization of particles/ skin irritation, puffy eyes, red on face/beaking down of skin near his eyes,rash. The patient did not report to receive medical intervention. Section b5 has been corrected and should be reported as: the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged visualization of particles/ skin irritation, puffy eyes, red on face/beaking down of skin near his eyes,rash. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external and internal part of the device was inspected, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed, evidence of water ingress on blower and blower box, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, presence of contamination in the airpath. The device's downloaded logs were reviewed by the manufacturer. There was 1 instance of abort error e-155 found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation section g1, g3 was corrected, h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.